Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Reportedly, customer would change supplies when able to. Customer reverted to manual insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.